Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The patient was receiving lactated ringers solution using the primary tubing set. After four hours in use, the upper clave y-site was accessed to deliver lasix 20mg. During the injection of the lasix, the tubing separated from the clave y-site and a "slight blood loss" was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.